Event description:
Philips received a complaint on the device efficia dfm100 indicating that ac power module was found faulty during device checks . There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information regarding cause and resolution, but there is no additional information available. The device remains at the customer site and no further evaluation is warranted at this time.